Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure, the fiber had low energy output. The red beam did not work and the laser beam was not operating as intended. The fiber was inspected and it seems that the tip of the fiber is broken. The fiber was replaced and a second fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes the fiber tip was attached to the fiber and the hene (helium-neon) laser fixture did not identify any breakage along the length of the fiber. However, analysis did identify circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge which confirms tip damage occurred. The metal cap exhibited moderate charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure, the fiber had low energy output. The red beam did not work and the laser beam was not operating as intended. The fiber was inspected and it seems that the tip of the fiber is broken. The fiber was replaced and a second fiber was used to complete the procedure without patient complications.